Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021 due to an unknown cause. An autopsy was not performed and the device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number: (B)(6) , could not be conclusively determined through this evaluation. It was reported through the patient outcome that the patient passed away due to unknown causes. An autopsy was not performed, and the device was not explanted. Additional information was received stating that due to patient privacy laws the managing hospital did not communicate patient outcome information. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome. The patient passed away on (B)(6) 2021. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.